Event description:
It was reported the device was explanted due to possible exposure to an infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 5554-53 implantable pacing lead implanted: 2006 (B)(6); product ID 694965 implantable tachy lead implanted: 2006 (B)(6). (B)(4).